Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00794, 3005168196-2017-00796. The device is implanted in the patient.

Event description:
On (B)(6) 2017 the patient underwent a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three smart coils in the target vessel using a non-penumbra balloon catheter. There was no reported issues during the procedure or thrombus formation after the procedure. However, on (B)(6) 2017 the patient experienced micro emboli in the right middle cerebral artery (mca). The micro emboli in the mca was adjudicated to be a non-serious adverse event with probable relationship to the smart coils. The patient received aspirin and the event was resolved on (B)(6) 2017.